Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported an 83-year-old female patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient developed hemolysis, with labs reflecting lysis. The medical staff administered two units of packed red blood cells to the patient and explanted the impella cp. The patient survived the event.

Manufacturer narrative:
The investigation for the hemolysis has been completed. No product was returned. The data logs showed suction alarms almost halfway through the case which eventually resolved, but it was likely due to the pump contacting the mitral apparatus. There were no significant motor current spikes/trends, placement signal trends, or positioning issues. Clinical details state that after about 2 days of cp support, the patient required 2 units of packed red blood cells (prbc) overnight for hemoglobin of 7.6. Hemolysis labs reflected lysis with indirect bili up, haptoglobin low, and creatinine on uptrend. Patient's urine output improved at that point but was still minimal. Good pump position was confirmed, but it was in contact with the mitral apparatus. The patient had a small left ventricle (lv) with a very sharp angle from av/lvot into lv cavity. The hemolysis resolved after the blood was given. The pump was ultimately removed due to the hemolysis. The root cause of the hemolysis was most likely patient condition.